Manufacturer narrative:
Updated UDI -- (B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
After implant the reported valve, breakage on the valve was found. The valve was removed from the patient. The valve¿s article number is either 82-3100 or 82-3101. There is no further information available at this moment. According to the affiliate, the original implant was performed on (B)(6) patient suffering congenital hydrocephalus using a v-p shunt about 10 years ago. In 2016, overdrainage was noted and the doctor was unable to change the pressure setting on the valve. The patient's condition was monitored until hypokalemia was observed. A revision was performed at the beginning of (B)(6) 2016.

Manufacturer narrative:
Upon completion of the investigation it was noted that the valve was visually inspected it was noted that the stator and x ray dot were dislodged. Therefore; the cam position/pressure could not be determined. The valve was hydrated for 24 hours. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The valve was dried. The valve was dismantled and was examined under microscope at appropriate magnification: a crack and a scratch mark were noted in the valve casing. This is probably due to the valve receiving some form of impact, this however could not be determined. Corrosion was noted on the stator and the x ray dot. The cam magnets were controlled. The magnets passed. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the 21st march 2002. The root cause of the corrosion could not be clearly determined. The root causes for the dislodged stator could be partly due to the valve receiving a some form of impact, as well as the corrosion, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.